Manufacturer narrative:
(B)(4): the device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: did not function as expected - suture. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, "the physician noted that the suture wires were out of the lodging coil." The device was removed and a second prostar xl was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.